Event description:
Clinic notes dated (B)(6) 2015 note that x-rays identified what appeared to be a dislocated lead in the neck area. The notes indicate that the device had not been programmed off after observing the high impedance. The patient underwent generator and lead replacement surgery. The generator was replaced prophylactically. It was reported that during the surgery, high impedance was observed after the new generator was attached to the existing lead. The surgeon then replaced the lead. It was reported that the generator would be returned for analysis, but that the lead was discarded. The pulse generator was received for analysis on (B)(6) 2015. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the generator was completed on 06/22/2015. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that the patient was seen and x-rays were performed and a lead break was confirmed. The patient was referred to surgeon for lead replacement. Attempts to obtain additional relevant information have been unsuccessful to date. No known surgical interventions have been performed to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.